Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose. The reporter stated that the patient had symptoms of over-sedation. The patient had multiple falls few weeks prior to (B)(6) 2012, they believe due to the increased dose. The previous morphine dose was reported as 10.5mg/day and the current dose was 12.007mg/day, however, it was not reported when the dose increase was done. It was unclear when the patient's symptoms began. The patient presented to the emergency room on (B)(6) 2012. The patient was given narcan at the hospital and it was planned to interrogate the pump. The patient outcome was not provided. The medication in the pump was morphine. Additional information has been requested however was not yet available at the time of the report.

Manufacturer narrative:
Product ID, 8709 lot# l65392, implanted: 1999 (B)(6), product type catheter (B)(4).